Event description:
It was reported that during a proximal left anterior descending coronary artery stenting procedure, the 3.5x08mm xience xpedition stent delivery system failed to cross the moderately calcified lesion. Upon removal, no resistance was noted; however, the stent dislodged in the left main. The dislodged stent was successfully snared. There was no adverse patient sequela and no clinically significant delay in procedure. A 3.5x12mm xience xpedition was used to successfully complete the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. Stent dislodgment was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances and the sds was not returned. Based on visual analysis of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.